Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and reported that the logs confirm that ¿gas loss in iab circuit¿ occurred first and then the ¿iab disconnected¿ alarm. Manifold tests in service diagnostics was performed, and all manifold tests were passed and pumping assist was normal using getinge's balloon and trainer. In addition, the compressor performance was checked according to the test procedures and passed with the pressure regulator providing greater than 420 mmhg after 30 mins of pumping of 130 bpm. No repair was necessary for the iabp since pumping assist was normal with all functional and safety tests passed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that frequent ¿iab disconnected¿ alarm was sounded while the intra-aortic balloon pump (iabp) in use on a patient, and that when the nurses checked, they confirmed that there was no disconnection of the balloon catheter during assist neither on the machine side, catheter extender side nor patient side. The customer then switched to another cardiosave without changing the balloon catheter and the issue was solved. The balloon used was also a getinge balloon catheter. No adverse event was reported.